Manufacturer narrative:
Additional information: section a-4 patient weight in pounds: decline section a-5 patient ethnicity: decline section a-6 patient race: decline section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4624 - limbal relaxation incisions attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Patient's vision was 20/40 and a limbal relaxation incisions (lri) was performed for astigmatism. Post-operatively, the patient reported blurry vision, thus the iol was explanted in a secondary surgical procedure and replaced with a drt150 22.5 diopter iol. There was no complications, no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy during the lens exchange procedure. Patient prognosis post iol exchange is unknown. An appointment was scheduled for (B)(6) 2025. The suspect iol is not available for return as it was discarded. No further information is available.